Manufacturer narrative:
Read-out of the roller pump (real-time device parameters and setting recording file) was gathered and analysed. Analysis found several events of can bus disconnection/short circuit. Additionally, two occurrences disconnection of hms board and motor due to a failure were found. A device service history review has been performed and identified that the unit was manufactured in 2005 and no other similar event has been reported, neither concerning trend has been identified. Taking into account service activity outcome and the can bus disconnection/short circuit stored in the logs, the most likely root cause has been assigned to a defective hkr board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in milan, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, computer board (hkr) was replaced. In addition, false electrical contacts were eliminated and flat cable replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump 85 did not work; it gave a control error message. The issue occurred when the unit was in service. There was no patient injury.